Event description:
It was reported to covidien on 04/09/2010 that a customer had an issue with a single lumen PICC. The customer reports that a PICC was placed on (B)(6)2010. On (B)(6)2010 a second PICC was placed for access only. On (B)(6)2010, the PICC originally placed on (B)(6)2010 was pulled as it was found to be leaking; however, there was no need for replacement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.